Manufacturer narrative:
Product complaint # ==> pc (B)(4). Patient codes: e13 - bladder spasms to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ please confirm, did the reported event occur on three different patient events? Yes ¿ please address the questions below for each patient event: - what is the procedure date? Unknown - what date did the post-op bladder spasms occurred? Unknown - was there any medical or surgical intervention performed to treat the bladder spams (re-operation; hospital re-admission; steroids or antibiotics prescribed)? If so, please clarify. Yes, patient admitted - what is the most current patient status? Good/home - can you identify the lot number of the product that was used? No - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? Thinks it caused the spasms since he used the product three times and each patient had bladder spasms the single complaint was reported with multiple events. There are no additional details regarding the additional events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The patient experienced bladder spasms post-operatively. Additional information was requested